Event description:
Staff nurse placed 20g IV needle in pt. And while attempting to advance the catheter a part of the plastic hub broke off, causing the catheter to slip. The IV was removed due to infiltration and a 2nd IV was placed.